Event description:
Patient reported her medication reservoir cassette became disconnected from the extension set tubing when she tried to screw it on. Patient had to use tape to adhere the extension set tubing to the medication cassette reservoir tubing in order for them to remain connected. After affixing the tape it did not affect her infusion therapy and no injury was associated with this incidence.